Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces. The optic has been cut or torn in half. One haptic is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the lens was explanted and replaced with a different lens model approximately 5 and a half months post-implant due to dislocation. The patient's current prognosis is reported as "stable."